Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, rewind anomaly and also had damage. The customer¿s blood glucose level was unknown. The customer reported that the reservoir was loose and does not get insulin. It was reported that sometimes the buttons don¿t work and needs to be pressed multiple times the arrow up and down ( stalls). It was reported that sometimes get unexplained no delivery and slower to rewind and stops in the middle of the rewind. The insulin pump will not be returned for analysis.